Event description:
Customer reported via phone, the insulin pump and it alarmed button error. His blood glucose was 250 mg/dl. Troubleshooting was performed for button error. He didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, minor scratches on the lcd window and on the reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.